Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a rash around their neurostimulator site right away after implant before their first visit with their healthcare provider. The healthcare provider said it was part of the healing process, however the patient saw a dermatologist and was told it was shingles, but they tested negative forshingles. They went to a different dermatologist and was diagnosed with a skin fungus and received treatment. No further complications were reported or anticipated.